Event description:
On the date of event the lay user contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) sent a letter to the patient since the patient could not be reached by phone on two different days at a different times. The following information was obtained during the initial call to lfs: the patient said she was shaking, passed out, and was taken to the hospital. A result of 52 mg/dl was obtained on the lfs meter compared to a result of 28 mg/dl on the hospital meter. The two tests were performed at the same time using blood from the same finger stick. The patient received treatment of IV glucose at 5:00pm in 2006. No information was provided regarding the patient's diabetes treatment regimen or actions prior to passing out.the customer care advocate (cca) confirmed that the patient used correct testing technique. The cca documented that a control solution test was performed. The control solution test result of 152 mg/dl fell outside of specifications (105-141 mg/dl.) The meter was replaced.though the patient alleged that the product read inaccurately low, the product actually read higher than the hospital meter. The comparison of the hospital meter resulto to the lfs meter fell within specifications for comparing a meter result to another meter result. The complaint is reported because the failed control solution test could indicate that the patient may have taken action based on an incorrect meter reading. The patient experienced hypoglycemia with loss of consciousness and required medical treatment at a hospital.